Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contacts had discoloration, the trigger was jammed and the device stopped running after the function test. Therefore, the reported condition was confirmed. It was further determined that the motor stalled because the gear reciprocator was not functioning accordingly with the saw head and push off ring. The assignable root cause was determined to be due to improper cleaning and care. If information is obtained that was not available a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was reported that the battery reciprocator device had no power. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.